Manufacturer narrative:
The field service engineer found the sipper nut was loose and he tightened it. He primed the ise reagents, checked all probe and dispense alignments, and ran calibration and qc, which passed.

Event description:
The initial reporter received questionable ise indirect gen.2 results for two patient samples from the cobas 8000 cobas ise module. Sample 1 initial sodium result was 118 mmol/l and the repeat result was 133 mmol/l. The initial chloride result was 116 mmol/l and the repeat result was 96 mmol/l. Sample 2 initial sodium result was 120 mmol/l and the repeat result was 135 mmol/l. The initial chloride result was 115 mmol/l and the repeat result was 95 mmol/l. The questionable results were not reported outside of the laboratory.